Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(6). A ticket search was performed for the architect tsh reagent lot number 09451ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Testing was performed using an in-house retain kits of the complaint lot and all specifications was met indicating the lots are preforming acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect tsh, lot 09451ui00 was identified.

Event description:
The customer observed falsely decreased architect tsh results on one patient. The results were provided: on (B)(6) 2020 sid (B)(6) initial tsh result=0.0292 uiu/ml/ repeated on (B)(6) 2020 tsh result=1.9647 uiu/ml (laboratory reference range=0.3 to 4.0 uiu/ml). There was no reported impact to patient management.